Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balance middleweight; guide catheter: ebu 3.5; other: 3.0 x 12 mm abbott implant delivery catheter. The 3.0 x 12 mm abbott implant delivery catheter referenced is being filed under a separate medwatch report #. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosis in the distal left anterior descending (lad) artery and a 90% stenosis in the proximal lad. Pre-dilatation was performed with 2.5 x 15 mm and 3.0 x 20 mm balloons. A 3.0 x 12 mm implant was deployed at 12 atmospheres (atm) and a 3.5 x 23 mm implant was deployed at 12 atm. After deployment of both implants, there was difficulty retracting the delivery catheters. The balloons were confirmed under angiography to be fully deflated. The devices were re-inflated and deflated several times and finally at neutral pressure both delivery catheters could be retracted. Once removed from the patient the balloons appeared tightly folded. The contrast mix was 1:1. The 3.5 implant was post-dilated with a 3.75 x 20 mm nc trek. The 3.0 implant was not post-dilated. There was no clinically significant delay in procedure and no adverse patient effects. There was a good final patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty removing the device post deployment could not be replicated in a testing environment as it was based on operational circumstances. The investigation was unable to determine a conclusive cause for the reported issue. Based on visual analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.